Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was damaged. Customer¿s blood glucose was 455 mg/dl. The customer reported that there was crack around the seam of the plastic glass near the reservoir compartment. Troubleshooting was performed for damage and noticed the reservoir the lip was cracked and troubleshooting was not done for damage high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.